Event description:
Two practitioners were stuck by contaminated hypodermic needle which penetrated cap during the recapping procedure. Necessitated hiv and hep b testing and initiation of hiv prophylaxis. This type of needle penetration has been reported in institution several times only with this particular product. Please note that the needle is penetrating the cap. The practitioners in question did not injure themselves with the needle missing the cap.